Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a flutter ablation procedure, a cardiac perforation occurred. The catheter punctured the right atrium due to possible patient movement. An echocardiogram was performed which revealed the perforation. The patient was transferred to surgery to repair the perforation. There were no performance issues with any abbott devices.